Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the two patients not showing in facility search. But patients are active and showing admitted in the es server. The technical support specialist advised customer, if the patient inactivity days and if patient was not accessed for 3 days then they would drop off. The issue was resolved by finding the patient name on global find. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had two patients not showing in facility search. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.